Event description:
It was reported to philips that the fluoroscopy functionality was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment procedure was performed when the issue happened. The procedure was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed the reported malfunction. After reviewing the log, rse found a potential issue with the x-ray tube cooler. Onsite service on troubleshooting, philips field service engineer found fluoroscopy function degraded due to a pierced pipe in the cooling unit. To resolve the problem, fse replaced the cooling unit along with oil and return part for further analysis and found leak at de-aerating hose crimping. After replacing the tube cooling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.